Event description:
It was reported that during a colectomy procedure, fired on tissue and the staples didn't form. Case completed with another device of the same product code. There were no patient consequences reported. The device was discarded.

Manufacturer narrative:
(B)(4).